Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, nose irritation, skin irritation, respiratory tract irritation, nausea, vomiting and inflammatory response. Medical intervention was not specified. The ventilator was returned to the manufacturer for evaluation and verified particles in the airpath. The device's sound abatement foam needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit was scrapped.